Event description:
There was a leakage from the silicone tube of a transfer set. The transfer set was in use for 100 days. There was no patient injury or medical intervention associated with this incident according to the international affiliate.